Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: due to damaged connector pins. The most probable cause of the complaint is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that when the subject device was plugged in, it remained on color bars. The issue occurred during the test period intended for a therapeutic arthroscopy knee procedure. The procedure was completed using a similar device without any surgical delay or harm to the patient.

Event description:
It was reported that when the subject device was plugged in, it remained on color bars. The issue occurred during the test period intended for a therapeutic arthroscopy knee procedure. The procedure was completed using a similar device without any surgical delay or harm to the patient.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.